Manufacturer narrative:
G2: the country of the event is japan. G4: this product is not marketed in us but a similar device with product number c01a with 510(k)# k041584 and UDI (B)(4) is marketed in us. H6: neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation as they remain in patient. Therefore, we are unable to determine the definitive cause of the reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from the healthcare professional via a manufacturer representative regarding a device used for revision surgery after t12 balloon kyphoplasty, t10-l2 posterior fixation and t12 anterior vertebral body replacement, l1/2 anterior fixation. It was reported that the cement leaking during injection was observed in the fnsmas on the left side of l1. It seemed like it was flowing through the blood vessels, the vitals did not change in particular therefore the surgery was completed without any problem. There were no patient symptoms reported. There were no further complications reported regarding the event. Additional information was received as there was no allegation/malfunction against the fns screw.

Event description:
Additional information was received as no actual malfunctions that occurred.

Manufacturer narrative:
B5: event description/narrative based on the updated information, or statement indicating why this is being updated to non-reportable. H2: check additional information additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event does not meet the reporting requirements in 21 cfr 803. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.